Event description:
It was reported that during a craniotomy procedure the software experienced an error, causing the software to close. Once the system was brought back up, all registration was lost and the instruments had turned off. The use of navigation was aborted; however, the procedure was completed successfully without any adverse consequences, medical interventions, or patient impact. A delay of unknown amount of time was reported.

Event description:
It was reported that during a craniotomy procedure, the software experienced an error, causing the software to close. Once the system was brought back up, all registration was lost and the instruments had turned off. The use of navigation was aborted; however, the procedure was completed successfully without any adverse consequences, medical interventions, or patient impact. A delay of unknown amount of time was reported.

Manufacturer narrative:
The reported event of unconventional restart can be confirmed based on log file review. The application restarted after/during entering of the navigation screen. The reported event that the user was unable to get into the navigation screen could not be confirmed. It was visible that the user was within the navigation screen without a re-registration after restart of the application. A usage of not assigned memory, damaged memory or unknown state of software could cause or contribute the reported event.

Event description:
It was reported that during a craniotomy procedure the software experienced an error, causing the software to close. Once the system was brought back up, all registration was lost and the instruments had turned off. The use of navigation was aborted; however, the procedure was completed successfully without any adverse consequences, medical interventions, or patient impact. A delay of unknown amount of time was reported.